Event description:
It was reported that the wake button on the pump has been persistently difficult to press and required multiple presses in order to turn the pump screen on. Customer's blood glucose (bg) level was 500 mg/dl. The customer addressed their bg with a correction bolus. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.